Event description:
The patient experienced a loss of therapeutic effect following a bad fall. The patient programmer was crushed during the fall. The patient was unable to adjust stimulation. Putting new batteries in the programmer did no resolve the blank screen. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.